Manufacturer narrative:
A medtronic field service engineer (fse) couldn't duplicate the reported event. He tested the system functionality with an radiologic technologist (rt) at the site. 2d and 3d exposures produced perfect images. He in-serviced the rt on how to perform the fluoro and the rad gain calibration. Calibration passed. Fse spoke to the site biomed rep, and he mentioned that the operating room lost power outlets in some areas due to ongoing construction. The grey images could be a result of weak batteries as the o-arm couldn't charge. Site biomed rep had plugged the system into a different outlet and it was ready for use by the time the fse arrived. System fully functional after charging in a known working outlet. No parts were replaced or returned.

Event description:
A medtronic representative reported that during a spine surgery the 2-d images were blurry and grayed out. Issue discovered during surgery. Multiple 2-d images taken and were blurry and grayed out. He did not notice a rad or fluoro calibration over due message when booting up the oarm. Medtronic technical services representative suggested that he discuss with the surgeon performing the calibrations if possible or try to take a 3d image for the case. Use of the o-arm system was discontinued. Surgery completed with a c-arm instead. No harm to patient.

Manufacturer narrative:
The medtronic representative reported there was a delay to the procedure of 15 minutes due to this issue.

Manufacturer narrative:
(B)(6).